Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient received a replace generator soon message. Troubleshooting/software update was estimated but the message was unable to be cleared. Therapy loss followed. As a result, the patient plans to undergo surgical intervention to address the issue.

Manufacturer narrative:
Patient weight (correct weight was confirmed via additional information received) & (B)(4).

Event description:
Additional information gathered revealed the patient's ipg was explanted and replaced to address their issue.